Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. There have been no similar events for the sterile lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: primary tritanium hemi cluster hole cup 52mm; 502-03-52d; mljkma, cancellous bone screw 6.5mm; 2030-6535; unknown lot, cancellous bone screw 6.5mm; 2030-6535; unknown lot, v40 cocr lfit head 36mm/+10; 6260-9-336; mldxl7, accolade (127 deg) size 2.5 accolade (127 deg) size 2.5; 6021-2530; 18458901. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that patient's left hip was revised due to infection. Infection clinically confirmed, identified patient as having "far more than 10 neutrophils (type of white blood cell)" but microorganism not identified.